Event description:
The customer obtained multiple, unexpected, vitros amon results from two different vitros amon reagent lots using a vitros 5600 integrated system. The following results were obtained: vitros amon lot: 1013-0229-1860: qc fluid lpv ii = 104.0 vs. An expected results = 173.5 mmol/l qc fluid lpv ii = 139.6, 220.7 vs. An expected result = 175.6 mmol/l; vitros amon lot: 1013-0229-3940: qc fluid lpv ii = 113.7 vs. An expected result = 175.6 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that vitros amon patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected; vitros amon results were obtained from two different vitros amon reagent lots using a vitros 5600 integrated system. The assignable cause of the event is most likely an analyzer event related to incubator contamination. The customer cleaned the microslide incubator evaporation caps that improved vitros amon performance. The investigation is ongoing.